Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode. The device was explanted and replaced and is in possession of the hospital. No additional adverse patient effects were reported. This pacemaker is no longer in service.